Manufacturer narrative:
According to the gore® excluder® aaa endoprosthesis instructions for use, potential adverse events that may occur and/or require intervention include but are not limited to, aneurysm enlargement and endoleak.

Event description:
On (B)(6) 2013, this patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. On (B)(6) 2020, aneurysm enlargement was identified due to a type 1b endoleak originating from the distal end of the right limb. On the same day, treatment was performed whereby extension of the right limb was performed. The endoleak was resolved.